Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal infumorph (morphine) via an implanted pump system. The patient waited for twelve hours in the emergency room for someone to come check their pump after they had an MRI on (B)(6) 2016. A medtronic representative never showed up. The patient was reportedly out of state. They stated that their "pump was probably off". The patient was not hearing an alarm. The (B)(6) confirmed there were no pump alarms, and the pump was reportedly "ok". The patient was frustrated about not having someone from medtronic come read their pump after the MRI, the first time they had not heard the pump alarm with an MRI. The patient was in the emergency room on the night of (B)(6) 2016 due to increased pain. The following symptoms were also reported: neurogenic weakness, horrible radiculopathy, paralysis, numbness, burning, inability to use their left leg, leg pain, inability to sleep, lethargy, and feeling lackadaisical. Additional information was received from a healthcare provider (hcp) on (B)(6) 2016 who indicated that the pump was revised, but the patient "had the information" and went to another doctor as they could not wait for the hcp to assess. Additional information was requested to determine what dose and concentration of infumorph was used during the event; what steps were taken to resolve the pump issue and symptoms; and if the pump issue and symptoms resolved.